Event description:
An abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was straight forward. It was reported that the stent graft was inadvertently implanted higher than intended. The stent graft was partially occluding the renal artery. The physician elected to implant a bare metal stent in the renal artery. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Eval results: grafts were inaccurately delivered by the user. Occlusion. Other, secondary intervention.